Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Evaluation statement: the complaint device was received and evaluated. Visual observation under magnification confirms that the anchor is broken in two places, near the distal and proximal ends. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. Further, a review into the mitek complaints system revealed no complaints for this lot of devices that were released to distribution. A non-conformance search was performed for this product code 210813-lot #3864877 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. At this point in time, based on the overall complaint rate, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder procedure when inserting the customer's gryphon p br anchor with orthocord dual suture, the anchor snapped in half and spilt from the distal tip to midway up the anchor. The sales rep stated that the surgeon removed the broken anchor and stated that no debris in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences or delays. The sales rep stated that the patient had an average bone quality. The sales rep stated that a hard bone drill was used with the anchor and that she was unsure if the surgeon was off angle when inserting the anchor. The device will be returning for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.